Event description:
It was reported the extension line was found ruptured before use on a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned a connector assembly for evaluation. Signs of use in the form of biological material were observed inside both extension lines. Visual analysis revealed the venous (blue) luer hub contained cracks and multiple scratches on and around the threads. The arterial luer hub also appeared to have multiple scratches. The damage appeared consistent with repeated tightening on the luer. The instructions for use (IFU) provided with this kit states, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp". The connector assembly was functionally tested by injecting both lumens using a water-filled lab inventory arrow raulerson syringe (ars). No leaking was observed when injecting either extension line. Water did not leak from the damage to the venous luer hub as the cracks likely did not travel completely through the hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the venous luer hub was cracked and contained multiple scratches. The appearance of the crack was consistent with over-tightening on the luer hub. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the extension line was found ruptured before use on a patient.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line ruptured cannot be confirmed by the photo. There is no clear visual evidence of a rupture in an extension line. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the extension line was found ruptured before use on a patient.